Manufacturer narrative:
(B)(4). G2: italy. The device will not be returned for analysis, as the remains of the pin was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that after a successful initial total knee arthroplasty, the tip of one of the two tibial pins broke during extraction. X-rays were performed on-site, confirming that the tip remained trapped in the patients cortical. The patient is doing well. Follow-ups to gather additional information are currently in process.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 reported event was unable to be confirmed. The reported product was discarded. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause cannot be determined with the information available. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.